Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility has not returned the subject device to olympus for repairing. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than five years have passed since the subject device was manufactured. Omsc confirmed that there was no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to instability of the receptacle that transmits video signal due to aging deterioration.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the diagnosis of bronchopneumonia, the image of the subject device disappeared.there was no report of patient injury associated with the event.